Event description:
Report received of a patient becoming "over-sedated" while the device was in use. The pump was programmed in the pca only mode with dilaudid 1mg/1ml, no loading dose, 0.2mg pca dose, 8-minute patient lockout and a 6mg 4-hour limit. A new vial was inserted into the device at 7:00pm on the day before the event with the above settings. Between 7:30pm and 8:00am the next morning, the patient was reported to be "over-sedated". The pca was discontinued. The pump display indicated that the pump delivered 4 doses of dilaudid for a total of 0.8mg, but the entire 30mg vial of dilaudid was noted to be empty. The patient was treated with 1 dose of narcan (0.4mg) IV push and reportedly responded well. No further medical intervention was required. Though requested, there was no additional information available.